Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used to treat a gastric bleed during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the speedband superview super 7 multiple band ligator did not attach to the us endoscopy biopsy cap. The physician believed that this device would be compatible with this biopsy cap; however it would not attach. Another speedband superview super 7 band ligator device was used with an olympus biopsy cap and the procedure was successfully completed. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.